Manufacturer narrative:
The defective part has been requested back for investigation. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
It was reported that the ventilator generated a technical alarm indicating a communication error between the control printed circuit board and the monitoring board when it was started up. During the following start ups, the ventilator generated a technical error indicating a failure of the control printed circuit board. There was no pt involvement. (B)(4).